Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733855, lot/serial #: (B)(6). H3) the battery disconnect cable was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The face plate had been broken out at the points of screw attachment. Otherwise, the cable was functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that an instrumented thoracolumbar fusion was being performed. As a result of requiring a second imaging system spin, the case was delayed by about 5-10 minutes. The navigation was aborted and a different stealth console was brought into the room.

Manufacturer narrative:
H2) additional information was added to the event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733855, serial/lot #: (B)(4). Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the battery cable was replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a damaged cct breaker in the system. The part that was described as the "cct breaker" is the battery disconnect switch on the back of the system. No patient was present at the time of the event. Additional information was received stating that the system rebooted unexpectedly during a procedure and hung up a blinking cursor and blank screen (did not load up medtronic menu screen). The suspected that the hard drive was the issue. Incidentally it was noticed that the system had a broken switch. The device booted up fine when unplugged and powered on , unsure if broken "cct switch" was related to the issue. The switch had a broken panel clips but this appears not to affect systems operation.